Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain, cloudy pd fluids and fever. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. The outcome of the peritonitis event was unknown. It was not reported if the patient was retrained in proper aseptic technique. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The peritoneal dialysis catheter was removed and the patient was discharged from the hospital thirty four days after admission. The patient did not recover from the peritonitis event and dianeal therapies were discontinued. Should additional relevant information become available, a supplemental report will be submitted.